Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The reported patient effects of cardiac death, hypotension, myocardial infarction, occlusion and thrombosis are known potential patient effects as listed in the supera instructions for use. The investigation determined the reported difficulties and treatments appear to be related to the patients anatomical conditions as it is likely that the reported long and calcified lesion contributed to the stent becoming elongated causing the deployment of the stent to fail. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2016, pre-dilatation was performed on the mid femoral artery, long and heavily calcified lesion. Following, a supera stent delivery system (sds) was advanced to the lesion site without issue. Stent deployment was initiated. Reportedly, there was no issue with stent deployment; however, the stent had elongated more than expected and was deemed too long for the lesion site. The physician left the stent partially deployed along with the stent delivery system inside the patients anatomy. The patient was transferred to another hospital where all, including the partially deployed stent, was surgically removed. The event required prolonged hospitalization and a clinically significant delay was reported. On (B)(6) 2016, during a planned dialysis intervention, the patient became hemodynamically unstable, as evidenced by hypotension. An occlusion of the external iliac artery was noted. Surgical intervention was performed as treatment. During the intervention, the patient experienced an st elevated myocardial infarction (stemi). Thrombus was noted in the circumflex (cx) coronary artery and was treated with stent placement. The patient was then transferred to the intensive care unit. On (B)(6) 2016, the patient expired. There was no additional information provided.